Event description:
It was reported that during the procedure, stylet was not able to be inserted into the lead. The lead was replaced. No adverse consequences to the patient. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.